Manufacturer narrative:
The device was returned in two sections as a result of a break that occurred in the hypotube. The break was located at approximately 18.3 centimeters distal from the strain relief. The hypotube was kinked at the point of separation. A severe kink was located at approximately 5 centimeters distal to the spiral strain relief. An examination of the balloon, and distal tip section of the device found no issues with their profiles that could potentially have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.

Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x28mm taxus liberte drug eluting stent was unable to cross the proximal left circumflex (lcx). No patient complications were reported. However, returned product analysis revealed that a break occurred in the hypotube.